Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut towards the proximal end of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-oct-2020. It was reported that crossing difficulties were encountered and shaft kink occured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38 synergy drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the proximal shaft was kinked. The procedure was completed with a 2.50 x 32 synergy drug eluting stent. No patient complications were reported. However, returned device analysis revealed stent damage.